Manufacturer narrative:
Three opened 23-gauge (ga) trocar hub cannula assemblies were received in a bag. The returned samples were visually inspected and were found to be non-conforming with damage to the septum. Sample 2 has had a hole in the septum. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. One trocar has a very slow release of liquid, and one trocar has a stream of liquid squirting out of the trocar. The reported issue is confirmed. The third trocar has the infusion cannula connected with no leak visible. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the hole in sample 2 is that the probe was actuated during insertion/removal of the probe from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage from canula during vitrectomy/retinal detachment surgery after introducing the valve cannulas to the patient eye. The surgery was completed and controlled the leakage with no harm for the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).